Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2016. The fse onfirmed the leak was caused by a defective aperture o-ring in the white blood cell (wbc) bath. The fse replaced the o-ring resolving the leak. The fse also found the leak wet the peltier causing temperature errors. The fse replaced the peltier resolving the issues. The repairs were verified per established service procedures. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported an unknown amount of contained blue fluid leaked inside a coulter lh 500 hematology analyzer while it was idle. There were no error messages reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.